Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was creating a pedicle channel for screw insertion at l5 left, with nav pedicle finder, in hard bone. The pedicle finder broke inside the patient. The surgeon removed the broken piece and reported there was no harm to the patient and no complications. The surgeon finished the access channel with the use of an alternate instrument, a regular legacy pedical finder, non-navigated. The procedure was completed with no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient identifier, referencing canadian privacy laws. Suspect part has not been returned to manufacturer for analysis.

Manufacturer narrative:
The suspect probe was returned. It was found that the tip of the instrument has been twisted and broken off.